Event description:
Customer reported experiencing high blood glucose readings of nearly 500 mg/dl. Customer stated that they feel light headed, sleepy and are unable to function properly. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 512 mg/dl and has treated with an insulin pen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.